Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the snare loop of the device could not extend properly inside the patient. The physician removed the snare from the patient and confirmed the snare could open however there was strong resistance felt at the handle of the snare. The physician tried a second time to open the snare inside the patient, however it was unsuccessful. The procedure was completed with another loop snare device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found no deformation to the device. A functional evaluation found that the loop of the snare could be extended and retracted without issue. The condition of the returned unit was not consistent with the complaint incident that the device loop would not extend properly. During the evaluation no deformation was found on the device and the device was found to function as intended. Therefore, the most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
Patient's age is unknown however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the snare loop of the device could not extend properly inside the patient. The physician removed the snare from the patient and confirmed the snare could open however there was strong resistance felt at the handle of the snare. The physician tried a second time to open the snare inside the patient, however it was unsuccessful. The procedure was completed with another loop snare device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.